Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that on two separate occasions, a large air bubble formed in the tubing and also in the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015414 lot number 20077311 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp bld180m 15d dehp had air bubbles in the tubing. The following information was provided by the initial reporter: material #: 10015414 batch/ lot #: 20077311 it was reported that on two separate occasions, a large air bubble formed in the tubing and also in the filter. Verbatim: large air bubble formed in the tubing between filter and pump. There was also an air bubble in the filter with fluid above it and below it in the chamber of the filter. This happened 2 days in a row with 2 separate patients. Frequency: twice (2 days in a row).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bld180m 15d dehp had air bubbles in the tubing. The following information was provided by the initial reporter: material #: 10015414, batch/ lot #: 20077311. It was reported that on two separate occasions, a large air bubble formed in the tubing and also in the filter. Verbatim: large air bubble formed in the tubing between filter and pump. There was also an air bubble in the filter with fluid above it and below it in the chamber of the filter. This happened 2 days in a row with 2 separate patients. Frequency: twice (2 days in a row).